Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device evaluation. Updates to sections d8, d9, and h6. The suspect device was returned to olympus and evaluated. The reported event could not be confirmed; the brush passage was verified ok and no pieces of brush were noted. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported "piece of brush stuck in the biopsy channel" was incorrect reprocessing by the user. As stated in the instructions for use operation manual: "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end." As stated in the instructions for use reprocessing manual: "all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. " "manually cleaning the endoscope and accessories: brush the channels : warning: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus."

Manufacturer narrative:
As the device was not returned to olympus for evaluation and additional information is not available, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report that an olympus, cf-hq190l, evis exera iii colonovideoscope was returned to a customer following service on the scope due to a customer reported problem of "something stuck in it and possibly has a leak." Upon the customer cleaning the scope after being returned from olympus following the completed service on the subject device, the user facility described the channel as "restrictive." The scope was then used to perform a patient procedure and the user felt that the channel felt "restrictive/clogged." Upon insertion of a grasper into the scope following the procedure, a piece of "brush" exited the scope. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
While reprocessing a scope following a colonoscopy procedure, a brush, used to clean the channel, broke off. The piece of brush could not be removed and the scope was returned to olympus for repair. Following repair and return of the scope to the user facility, the subject device was used for a procedure and the procedure was completed using the same device. Upon reprocessing the scope, after the procedure, the channel felt restrictive and the piece of brush exited the channel when the grasper was inserted. There have been no reports of patient infection or injury to the patient associated with the subject device. There was no patient injury or infection that occurred associated with the event.